Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis of the returned device identified crease flat, brown particles, broken plug strap, and opening. Leak test was performed and found opening on device. A microscopic analysis was performed which identified sharp edge opening assessed as unidentified tear opening, and striated edge opening on anterior side consistent in the use of some surgical tools. A dimensional measurement in the shell was performed which identified the thickness within specification. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a sharp edge opening on posterior due to an unidentified (tear) opening, and striated edge opening on anterior due to surgical damage.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.